Event description:
The user reported that the device was not producing alarm or pulse tones.

Manufacturer narrative:
The user reported that the problem with the device was obvious due to the absence of pulse tones. The user claimed that they replaced the device's speaker, but this did not rectify the problem. The device manufacturer requested that the user return the device for evaluation, but the user wanted to evaluate the device themselves. Additional follow-up was done by the device manufacturer with the user and the user stated that they were planning to replace the device's processor board, but they had not had time to complete that yet. The user reported to the device manufacturer that they removed the device from service and that they will work on it when they had the time. The device manufacturer reviewed orders place by this user and could not locate an order for any additional parts. Additionally, the user has not called back for additional assistance in resolving the reported problem. These facts support that the user resolved the reported problem on their own. No additional investigation or action is warranted or planned.